Manufacturer narrative:
The device was not returned for evaluation. The company is still investigating the issue currently. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly migrated, tilted, and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown. The age of the patients ranged from 31 years to 42 years. All patients were female, and weight was not provided.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced migration, malposition of device and patient device interaction problem. This information was received from various sources. All three malfunctions involved patient with no patient consequences. Of the three patients, all three were female and aged from 31 - 54 years. One patient weighs 66 kgs and the remaining two patients weight were not provided.

Manufacturer narrative:
H10: of the reported three malfunctions, lot numbers were provided for two malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were provided and reviewed for all three malfunctions. Therefore, for two malfunctions the investigation is confirmed for the reported migration, malposition of device and patient device interaction problem and for the remaining one malfunction investigation is confirmed for migration and patient device interaction problem, and inconclusive for malposition of device and it was determined to have and also confirmed for unintended movement (a0512). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for 2 of the 3 malfunctions was provided and a lot history review was performed. Of the three initially reported malfunctions, one malfunction had medical records assessed and was confirmed for unintended movement and inconclusive for malposition and patient device interaction problem. No devices were returned for evaluation, however, medical records were provided for two malfunctions. The two malfunctions were confirmed for device migration, malposition due to tilting, and patient device interaction problem due to filter limb perforation. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly migrated, tilted, and perforated. All three malfunctions involved patients with no patient consequences. The age of two patients was provided and ranged from 31 years to 42 years. All patients were female, and weight was not provided.